Event description:
A patient reported to baxter (B)(4) that a system error 2240 (air in line) alarm was received. The caregiver (cg) stated he pressed go when the homechocie displayed connect yourself, but home patient (hp) was not connected so he quickly connected and then the device alarmed with 2240. The hp was connected when the device alarmed. The technical service representative advised the cg that air has entered the setup. The tsr had the cg recycle power advised the cg to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Per the complaint information, the patient disconnect and reconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).